Manufacturer narrative:
Additional information: b5, d4 & h4 the report of a pump module under infusing methotrexate was not confirmed through a review of the device logs. The log review found no programming errors that would explain the report of an under infusion. Functional testing was not performed, as the customer did not return the devices for investigation. Log analysis: the customer did not return the event devices or the dataset in use on the reported event date. Therefore, drug ID¿s could not be determined. Review of the pcu error log was not performed, as the customer did not return the pcu error log. The root cause was not identified in this investigation. H3 other text : log review only.

Event description:
During a site visit it was reported that a methotrexate under infusion occurred on the hematology oncology unit. The methotrexate bag was hung at proper height. And approximately 160ml left between the buretrol and bag the of methotrexate. The nurse noted that the bag was not completed and it would have approximately 1 hour to complete the infusion. Therefore, the infusion rate was increased by 25% and the provider instructed to stop the infusion at 1500. The infusion was stopped at 1503 and a 24 hour 40 minute mark and the remainder was sent back to the pharmacy to estimate amount left in the bag and buretrol. The nurse changed the pump out at 1630 to investigate. There was no patient harm.

Event description:
During a site visit it was reported from the hematology oncology unit that that a methotrexate under infusion occurred. The methotrexate bag was hung at proper height with approximately 160ml left between the buretrol and bag of methotrexate. The nurse noted that the bag was not completed and it would have approximately 1 hour in duration to complete. Therefore, the infusion rate was increased by 25% and the provider instructed to stop the infusion at 1500. The infusion was stopped at 1503 and at the 24 hour 40 minute mark, the remainder of the medication bag was sent back to the pharmacy to estimate the amount of medication remaining in the bag and buretrol. The nurse changed the pump out at 1630 to investigate. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Added leukemia.

Event description:
During a site visit it was reported that a methotrexate under infusion occurred on the hematology oncology unit. The methotrexate bag was hung at proper height. And approximately 160ml left between the buretrol and bag the of methotrexate. The nurse noted that the bag was not completed and it would have approximately 1 hour to complete the infusion. Therefore, the infusion rate was increased by 25% and the provider instructed to stop the infusion at 1500. The infusion was stopped at 1503 and a 24 hour 40 minute mark and the remainder was sent back to the pharmacy to estimate amount left in the bag and buretrol. The nurse changed the pump out at 1630 to investigate.